Event description:
It was reported that the user¿s ilet paired with a dexcom g7 displayed a low glucose reading of 50 mg/dl; the user consumed juice and then a soda, after which a fingerstick measured 101 mg/dl and the user reported no low-glucose symptoms; the user also noted they had announced carbohydrates at dinner that were not consumed, and a fingerstick value was entered into the ilet to calibrate the sensor. Symptoms included no clinical signs or conditions consistent with hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.